Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by france that during service and evaluation, it was discovered that the motor power was too low and there was lack of power on the compact air drive device. It was noted on the service order that the device exhibited heat and did not turn at a good speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.